Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary visual inspection: the driving cap/threaded (part # 03.010.523 lot # l731153) was received at the us customer quality (cq). The threaded tip of the driving cap is broken off only leaving its most proximal thread. The fragment was received lodged within another device, an insertion handle. No other issues were identified with the returned portions of the device. The received condition is consistent with the complaint condition thus conforming the complaint. Device failure/defect identified? Yes dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the groove proximal to the broken tip was measured with caliper (ca215p). The measurement obtained on the groove diameter was ø6.08 mm. This is within the design specification. Document/specification review: [driving cap for insertion handle] (current & manufactured to revision) the driving cap is specified to be manufactured from 1.4542 material and heat treated to h900 (423 hv10-468 hv10). The threads are specified to be rolled instead of machined. Rolled threads are stronger than machined threads because the material's grain structure is not cut into / interrupted. The 03.010.523 driving cap is a reusable instrument available for use in several systems, including the femoral recon nail system. In each instance it is used in conjunction with an insertion handle and hammer to insert a nail following the opening of the medullary canal and reaming (optional). The insertion handle/driving cap assembly are attached to the nail which is inserted into the patient. A note in the technique guide states, "insertion can be aided by light hammer blows on the driving cap." A note also exists stating "confirm that the driving cap is tightly connected to the insertion handle, as hammering may loosen the connection." Reference: (femoral recon nail system surgical technique guide). No product design issues or discrepancies were observed during this investigation. Manufacturing record evaluation: the driving cap/threaded (part # 03.010.523 lot # 9065887) was manufactured at the bettlach site on (B)(6) 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Complaint confirmed? Yes conclusion: the complaint is confirmed for the driving cap/threaded (part # 03.010.523 lot #l731153). Its threaded tip has broken off. There were cosmetic issues noted that are consistent with normal wear. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Sustaining engineering ticket # 345154 as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.523 lot: l731153 manufacturing site: bettlach release to warehouse date: (B)(6) 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: concomitant device reported: radiolucent insertion handle (part# 03.033.001, lot# l700504, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driving cap was broke off inside the radiolucent insertion handle during the sterilization process. It was noted also that a femoral recon nail (frn) was used and everything went fine. There was no patient or procedure involvement. Concomitant device reported: unknown femoral recon nail (part#: unknown, lot#: unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 2 for (B)(4).